Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint that the tubing separated was confirmed. A photo provided by the customer shows that the tubing was separated from the smartsite inlet port. The root cause of this failure was not identified.

Event description:
It was reported that the IV tubing separated. Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the IV tubing separated.